Event description:
Multiple events were reported for this patient in an effort to treat/resolve issues associated with peri-implantitis around the implant at tooth location #19 prior to implant removal. This report is for event 4. Per the general dds, the patient was still having discomfort with the implant with 7mm pockets surrounding the implant. The patient was prescribed perdex to use on tepe brushes to clean the area. The implant remained implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.